Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, power cycling, calibration, and two hours of functional stress testing without duplicating the report. Internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "airway pressure sensing failure - 1052." Complainant indicated that there was no patient involvement in the reported malfunction.